Manufacturer narrative:
D9: date returned to mfg; 2/18/2025. H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. There was worn drivetrain parts, thrust bearing missing grease, interconnect board had corrosion due to fluid ingress and a cracked plunger casing. Probable cause of primary customer complaint is worn drivetrain parts. These will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a motor error (b2011655). There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.